Event description:
It was reported that during a cholecystectomy procedure, the tip of the device was broken. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the top shroud broken and detached. The instrument was cycled and ejected the clips due to the condition of the top shroud. No conclusion could be reached as to how the top shroud became damaged. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.